Event description:
It was reported that the patient is planned to have a generator replacement surgery due to premature end of service. A review of device history records for the generator shows that no unresolved non-conformances were found. Patient underwent generator replacement surgery. The explanted generator has not been received to date. Per implant card, the generator was replaced prophylactically, which indicates that the device was not near end of service at the time of replacement.

Manufacturer narrative:
Type of report, corrected data: initial. Initial MDR inadvertently marked as initial and follow up.

Event description:
Additional programming data was received that confirms premature battery depletion of the device.